Event description:
While servicing the unit, the manufacturer's service technician reported the device was not ventilating properly with a low inspiratory pressure alarm while operating on backup battery. The service technician replaced the crossover solenoid to address the finding. Applicable final testing was completed and tests passed to specifications. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.